Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the nurse call button is not functioning on either side rail. No injury reported.